Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography, a non-olympus stent became stuck to an olympus stent introducer and would not deploy. Both devices along with the endoscope were removed from the pt. The users reportedly tested two add'l olympus stent introducers from the same lot number outside of the pt prior to using it, but the same difficulty was experienced. The procedure was restarted and completed with another similar olympus stent introducer with a different lot number and the same non-olympus stent and endoscope. There was no pt injury and no further complications reported.

Manufacturer narrative:
The three subject olympus stent introducers and one non-olympus stent were returned to olympus for investigation. The stent and at least one of the stent introducers appeared contaminated, which limited preliminary testing. Preliminary testing confirmed that the stent would not advance pass the distal tip of the stent introducer. The devices have been sent to the original equipment MFR for further investigation. The cause of the user's experience cannot be conclusively determined, however, use of an incompatible stent with the introducer may have contributed to the reported event. If significant add'l info becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution. The single use stent insertion kit directions for use states: "warning: use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, pt or operation injury, malfunction or equipment damage may result." The non-olympus stent utilized by the user facility is not listed as a compatible device.